Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results for two different patient samples processed on a vitros eciq integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. One of two tropi es results was reported outside the laboratory. A corrected report was sent to the physician and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred on two different patient samples processed on a vitros eciq immunodiagnostic system. A definitive root cause could not be determined, however, the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes. The investigation determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the reagent metering pump was found to be leaking. An ocd field engineer replaced the reagent metering pump and made all required adjustments to the reagent metering subsystem of the vitros eciq analyzer to return the instrument to expected operation.